Event description:
Customer reported receiving a no delivery alarm on the insulin pump during basal. It was noted that the alarm was resolved by a set change and customer was unable to troubleshooting at the time of the call. Customer's blood glucose reading at the time of the call was noted to be over 300 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.